Event description:
Reporter applied patch to back in the evening before bed. She sleeps on side, not on back and doesn't think that she slept on it. She wore for 6 hrs and woke up from stinging - 8 inches across. She pulled off patch and nickel- quarter size portions of skin where removed. Patch felt good while it was on. Used aloe and bandaged area. Burn is healing. She just wanted us to be aware. She did not seek any medical intervention.